Event description:
Pt had heart surgery. Their mitral valve was repaired with the divenchy robot. They were told that they had real good responses with the surgery and no problems associated with the surgery, but they have severe pain and numbness in right breast and surrounding area.